Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, the patient was a 67-year-old male. Permanent intracardiac pacemaker implantation surgery was performed in hospital on (B)(6) 2023. The surgeon used the vcp304h for continuous intradermal suturing of skin tissue. During the suturing, the needle broke (the specific broken end length of the suture needle was unknown), and fell into the patient's tissue. The intraoperative imaging examination (the specific examination method was unknown) assisted in looking for and finding the broken needle. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgical operation was smooth. This event did not cause any other harm to the patient except that it prolonged the surgery for about 5 minutes. The patient has been discharged smoothly now. No subsequent adverse events were reported. Product complaint # (B)(4). Date sent to the FDA: 10/31/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). . H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? What is the surgeon's opinion of consequences to the patient? Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please provide the source or name of person providing answers to follow-up questions: contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a permanent pacemaker placement procedure on (B)(6) 2023 and suture was used. , during postoperative suturing, permanent pacemaker placement surgery, the doctor discovered that the needle was broken. Through fluoroscopy, it was immediately discovered that the residual end of the needle was inside the skin. After opening the wound, it was successfully removed with minimal bleeding. Additional information was requested.